Event description:
Baxter reported one incident "broken filter" with the psn 140 dialyzer noted at the start of treatment. No pt injury or medical intervention was reported per complaint coordinator. No further info is available at this time.